Manufacturer narrative:
H4: the lot was manufactured from october 11, 2019 - october 14, 2019. H10: the actual device was received for evaluation with no fluid in the bladder as the customer cut the tubing to drain the fluid. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the no flow condition. The tubing was reconnected and a functional flow test was performed; rates were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow prior to patient use. There was no patient involvement. No additional information is available.